Event description:
Internal geometry not standard, healing cap could not be screwed in.

Manufacturer narrative:
No product problem detected. Between healing cap and implant organic residues were found. The dentist did not rinse the implant and the healing cap as mandated by instruction for use. Dentist should have consulted instruction for use to prevent this from happen.